Event description:
Physician's report to ms&s of this patient experiencing a pulsatile tender mass. The doctor performed an exploratory surgery which revealed the mesh plug in pieces near the femoral artery.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.